Event description:
It was reported that the lead's impedance and threshold were stable until recently when the threshold increased and the impedance decreased. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.